Manufacturer narrative:
We examined the sheath and found that the whole beak had come off. Beak may have come off due to instrument being damaged before the procedure, possibly dropped or coming into contact with a hard surface loosening the beak.

Event description:
Allegedly, the doctor performed a cystoscopy and removal of bladder stones. At the conclusion of the procedure, he noticed that the ceramic beak had come off the instrument; he confirmed it was in the pt. He broke the beak into smaller pieces and removed from pt; he irrigated and confirmed all pieces were retrieved. Procedure was completed with no injury to the pt.